Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device serial number was not provided. Without the device serial number, the device manufacturing date and expiration date may not be obtained. This device was made for distribution outside the united states. As such, there is not a pre-market approval, or 510(k) approval number associated with the device. The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eleven months post implant of this pulmonary bioprosthetic valved conduit in a pediatric patient, it was explanted and replaced due to stenosis and increased gradients measuring 63mmhg. The physician did not attribute the necessitated replacement to a device malfunction. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.